Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. The customer's blood glucose level ranged from 200-220 mg/dl. Customer reverted to manual injections for insulin therapy.